Event description:
Allegedly post op x-rays at original surgery showed insert in place but 6 wks post op x-ray allegedly show insert is not seated. Pt was symptom free. Physician will recheck in 5 weeks and further evaluate at that time.